Manufacturer narrative:
The manufacturer previously reported information alleging inoperable and red screen. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. Review of the error logs found a ventilator inoperative error code related to the motor. Evt_motor_shutdown is a generic motor failure event code. The device's blower assembly was replaced to address the issue.

Event description:
The manufacturer received information alleging inoperable and red screen. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.